Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The precaution section of the instructions for use states: "the usual precautions associated with urological procedures, specifically cystoscopy, should be followed. Postoperative retropublic bleeding may occur in some patients and must be controlled before patient release." In the adverse events section, the IFU also indicates: "potential complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product(s) implanted, the patient has experienced significant mental and physical pain as suffering, has sustained permanent injury, and permanent and substantial physical deformity, has undergone or will undergo corrective surgery or surgeries, has endured impaired physical relations with her husband.